Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable was pulled from the distribution node (dn) strain relief, short the white pulse wire inside the dn. The cause of the test failures is the shorted white wire. The cause of the shorted white wire is the pulled trunk cable. The root cause of the damaged cable and the internal wires cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the incoming pulse lead hi-pot and therapy electrode recognition tests. The last pt to use this belt did not report any deficiencies.